Event description:
It was reported that during a hepatectomy procedure, the blade broke soon after started using. There was an error sound. Another device was used to complete the case. There was no adverse consequence to the patient.